Event description:
Rptr complains of autoimmune disorder, atypical neurologicial syndrome, peripheral neuropathy, atypical rheumatic syndrome, lupus like syndrome with myalgias, arthralgias & skin rahses, mouth ulcers, irritable bowel & bladder, atypical connective tissue disease, esophagitis, inflammatory stomach & bowel, memory loss, chronic fatigue, sleep disorder, thoracic outlet syndrome, sensitivity to light, cleaning products, balance problems.